Event description:
The physician reported that he observed oversensing with high amplitudes, reproducible in case of deep inspiration of the pt only. He excluded a lead problem, because of short implantation duration of the whole system.

Manufacturer narrative:
Jan 11, 2010, this event concerns a device that was MFR and used outside the united states. Results - conclusions: such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead issue. However, because they were reproducible during follow up upon deep inspiration, it suggests that myopotentials are probably at the origin of the noise observed. (B)(4), the device operated as intended. The oversensing episodes were non sustained episodes which did not trigger any therapy (because they were not sustained). Such oversensed events could result from myopotentials sensing, strong external interference, specific pt activities, or a ventricular lead issue. However, because they were reproducible during follow up upon deep inspiration, it suggests that myopotentials are probably at the origin of the noise observed. It should also be noted that improvements on the sensing algorithm (asc) has been included in programmer software version smartview 2.10.